Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Subsequently, the pump shut off due to insufficient power and reset due to the battery fully depleting. The customer¿s blood glucose (bg) level was 346 (mg/dl). The customer delivered insulin via the pump to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.